Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for assessment. The sample was subject to visual analysis. There are no damage or defects noted on the band or inflator. There is 2ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and nc was initiated. Non-conformance (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a radial compression device (tr band) was applied and inflated on the right radial artery side after cardiac catheterization. However, one valve failed to retain air when set at 15 ml, and the band syringe was removed. Consequently, the patient developed a hematoma at the site. A manual blood pressure cuff was promptly inflated on the arm, a new radial compression device was applied, and then the blood pressure cuff was deflated. Additional information was received on 17 jun 2024: the inflation valve caused the balloon to deflate. The cardiac catheterization procedure resulted in no blood loss. The hematoma is about the size of a silver dollar. The patient remains patient.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: purchasing specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.